Event description:
A (B)(6) female patient contacted zoll customer support to report that the device was prompting her to "call for new lifevest belt". The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (call for new lifevest belt) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution mode (dn) was pulled from the dn, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.